Manufacturer narrative:
The system controller, serial number (B)(4) was returned for evaluation. The reported incident of difficulty opening the driveline locking latch on the system controller was unable to be confirmed during the evaluation. The log file data contained 40 events over approximately 746 days from (B)(6) 2013 to (B)(6) 2015, according to the timestamp. The system controller operated the pump at the appropriate speed and power throughout the log file without issue. The system controller was tested with the manufacturer¿s laboratory equipment and the driveline latch was repeatedly switched between the locked and unlocked positions without difficulty. The returned system controller functioned as intended during analysis however, the manufacturer has implemented hardware changes to the bulkhead assembly to fix issues regarding the driveline latch becoming stuck. This system controller was manufactured prior to the implementation of this hardware change. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years, 2 months (calculated from the date the device was issued to the patient). The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
It was reported that the patient's system controller was replaced because the driveline latch was difficult to open and had to be pried open with a hemostat. The system controller was exchanged. The patient did not experience any adverse effects.